Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The returned sample consisted of a separated dilator and sheath. Visual inspection of the dilator showed that the balloon was elongated and the inner lumen was slightly stretched in an "s" shape. An inflation device was attached to the dilator and inflated to 20 atms for 60 seconds. The dilator functioned as intended. The sheath appeared to be fully collapsed with no obvious visual defects. An inflation syringe was attached to the collapse port of the sheath and inflated. Fluid was leaking out of the distal tip of the units and the device would not hold pressure. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the exact cause of this report cannot be determined based on the available information, there is no evidence that this event was related to a device defect. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is encountered during device insertion, stop immediately, remove device from the sheath and reinsert dilator. Repeat steps for sheath expansion in order to optimize sheath expanded diameter. If resistance is still encountered, stop and remove sheath from patient. Never attempt to force anything through a partially expanded sheath. Attempting to force a device through a partially expanded sheath may result in sheath damage, breakage, or device hang up". The IFU also states in the product specifications section that model no. Sr-2425 is rated at a maximum inflation pressure of 20 atm/bar. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility initially reported dissection of the iliac bifurcation. Follow up communication with the user facility reported the following information: (1) the clinician decided to implant the fenestrated anaconda through a solopath access system; (2) this was prepared, introduced and dilated without clinical support; (3) it was not possible to advance the anaconda system through this 24fr. System; (4) the doctor took out the anaconda device and dilated the solopath again; (5) now it was possible to advance the main body, but only with a lot of push; (6) the doctor felt many resistance; (7) it was recommended to stop if the resistance is too high; (8) a secure deployment was not given anymore / very insecure if the sheath can retracted or if the reposition function is still working; (8) a lot of friction was observed; (9) the doctor took out the device; (10) it was noticed that the device was damaged; (11) the css recommended to not use this device anymore; (12) as the clinician took out the solopath a dissection was observed at the level of the iliac bifurcation; (13) the doctor treat the dissection with two advanta stents; and (14) the anaconda graft never passed the iliac arteries directly, only through a sheath. Further communication with the user facility reported the following: the doctor inserted and dilated with 20 atm for longer than 1 minute, aaa-prosthesis stacked. Postdilation with up to 25 atm was performed. It was not possible to recollapse the device. No pressure could be setup. The patient was initially sent to the intensive care unit, but has since expired on (B)(6) 2015. The doctor stated that it wasn´t a dissection, it was a vessel-rupture. An update was also received form vascutek reporting that the device is collapsed and the balloon burst as the device was already collapsed.